Event description:
It was reported that during a lab gastrectomy procedure, the tissue pad was detached off. Did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.